Event description:
Customer stated, " was using the unit and suddenly sparks started shooting out from the on/off switch and the unit caught fire momentarily." Customer did not claim injury. Product was returned. The investigator observed a burn mark at the switch and evidence that the user had wrapped the cord. The investigator determined that the wrapping of the cord led to the breaking of the internal components of the switch. The damage from wrapping the cord would lead to the sparking and fire reported. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."